Event description:
Boston scientific crm received information that this system became infected - cause unknown. The physician opted to treat it with antibiotics and the device system remains implanted. The patient initially was hospitalized for treatment.

Manufacturer narrative:
If additional information becomes available, this report will be updated.